Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zso-7-5 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-5 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with zso-7-5 devices. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to user technique, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is underway.

Event description:
When dr. (B)(6) tried to insert zso into the cbd, the distal part of the zso was kinked in front of the ampulla. So she removed zso with forcep, then inserted another zso. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Were there any adverse effects on the patient due to this occurrence? No.